Event description:
According to the reporter, pre-operatively, one handle would not take charge and the other handle is completely dead and would not power on. Other handles would charge just fine on the same charger. There was no patient involvement. Medtronic's initial evaluation of the incident found both battery cells vented.

Manufacturer narrative:
D10: concomitant product: sigphandle - sig power sigphandle handle, serial# (B)(6), sigsbchgr - sig power sigsbchgr one -bay charger, serial# unknown. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Visual inspection noted there were no abnormalities that would have caused or contributed to the reported condition. Some of the screws that hold the handle's housing together were loose/missing. The handle's charging contact was not fully in place. The investigation determined the unreported condition of disassembled device did not cause or contribute to the reported condition. Analysis of the logs noted that the battery was disabled by the battery management system. Voltage imbalance at rest is part of the battery management system and only occurs when the current draw on the battery is low enough to be considered at rest. The reason why this occurred cannot be reliably determined. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Visual inspection noted the handle was opened up and the battery was found to be vented. Additionally, analysis of the logs noted that the battery was disabled by the bq battery management system. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause was traced to a component failure. This issue only occur when the current draw on the battery is low enough to be considered at rest. This is defined in our battery gg file as less than 10 ma. The reason why this occurred cannot be reliably determined. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. Therefore, no corrective actions are warranted at this time. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: disassembled device. Visual inspection noted the device was observed to have been disassembled. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.